Event description:
The customer contact reported the device touchscreen would not calibrate. The device was returned to the biomedical department with a report that during set up prior to pt use, the device touchscreen was frozen. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility the device touchscreen would not calibrate. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all information known by the reporter upon query by hospira personnel.